Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2014 was chosen as a best estimate based on the date of the mesh was implanted. This event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh device was implanted into the patient during a robotic-assisted abdominal sacrocolpopexy, lysis of adhesions, enterocele, cystocele, rectocele repair, sling, mid urethral sling placement, cystoscopy procedure performed on (B)(6) 2014 for the treatment of cystocele, incontinence, enterocele and rectocele. Significant scarring of the bladder neck was noted. As reported by the patient's attorney, the patient has experienced an unspecified injury.